Manufacturer narrative:
The eval of the multi-function electrodes determined that there was a significant crease on the tin conductive plate of the posterior electrode resulting in a concentration of electrical energy in one location of the electrode. This may be attributabl to handling either prior to pt application, upon pt application, or during pt movement resulting in a stress line across the plate. Consequently, this region could not sustain the electrical energy during multiple defibrillations. Please reference the stat padz multi-function electrode package insert which cautions the user that "any fold or other damage to the conductive element could lead to the possbility of arcing and skin burns."

Event description:
Complainant alleged that the medics were responding to a call for a 69 y/o female pt found in full cardiac arrest. The pt went into ventricular fibrillation. The medics proceeded to defibrillate the pt four times (joule setting unk). The complainant alleged that upon arrival at the hospital, when the pads were removed from the pt, the staff observed a blackened burn the size of a pencil eraser on the pt's back. The complainant indicated that the pt subsequently expired, but there is no indication from the complainant that the burn caused or contributed to the pt outcome.